Manufacturer narrative:
Upon receipt at boston scientific's laboratory the catheter was visually inspected, and the shaft was found to be flattened in an area just below the balloon. Next, they measured the outer diameter of the bonds near the damaged area, but it was found to be within specifications. The flattened part of the catheter was no longer within specification due to the flattening. The allegation of the catheter being difficult to withdraw from the sheath was confirmed, the damaged portion of the catheter was wider then expected which could have made it difficult to remove the catheter from the sheath. The cause of the difficulty could not be determined as the sheath was not returned with the catheter; thus, it could not be examined for any deficiencies that may have predicated the catheter damage.

Event description:
It was reported that during a cryoablation procedure using a polarx catheter the catheter became caught in the hemostatic valve when it was removed. They tried to stretch the balloon, but it still wouldn't come out. They needed to use force to remove the catheter. This occurred at the end of the procedure, when withdrawing the catheter, so the procedure had already been completed with the original device and replacement was not needed. There were no patient complications. The catheter has been received for analysis.

Event description:
It was reported that during a cryoablation procedure using a polarx catheter the catheter became caught in the hemostatic valve when it was removed. They tried to stretch the balloon, but it still wouldn't come out. They needed to use force to remove the catheter. This occurred at the end of the procedure, when withdrawing the catheter, so the procedure had already been completed with the original device and replacement was not needed. There were no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.